Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) required a pd catheter (not a (B)(6) product) replacement. During follow-up, the patient¿s pd registered nurse (pdrn) stated she was away when the adverse events occurred; therefore, the timeline of events is largely unknown. However, the pdrn stated the patient underwent an outpatient biopsy of the tissue surrounding the pd catheter in (B)(6), and it was determined a replacement pd catheter was warranted. The patient received a new pd catheter (outpatient) in early (B)(6) as scheduled; however, the replacement failed due to fluid leaking around the pd catheter site. The pdrn attributed the cause of the failed pd catheter placement was the patient¿s non-adherence to weight-lifting restrictions post-surgery. As a result, the patient was transitioned to outpatient hemodialysis (hd) on (B)(6) 2025 after undergoing an outpatient procedure involving the removal of the patient¿s pd catheter, and the placement of a tunneled hd catheter (not a (B)(6) product). The patient is tolerating the transition to hd well and is recovering from the adverse events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).